Event description:
The customer had reported false positive reactions caused by carry over. The customer reported a positive biotestcell 2 cell screening result for cap survey sample jat-2 and the result back from cap is that the results should have been negative. Cell 1 was 3+ and cell 2 was 1+, panels were run and again jat-2 was run immediately after jat-1 and the first 4 cells of the panel for jat-2 were positive. Cap survey sample jat-1 was run immediately before jat-2 and jat-1 was very strong >4000 titer anti-d. The correct function of the affected lots of reagents were proved by testing the retention samples of quality control laboratory on tango. All positive and negative reactions were correct. We didn't observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.

Manufacturer narrative:
In general carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also true for tango optimo. This matter is also displayed in its specs. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a positive abs result should undergo retesting and because any abs-positive sample from a blood donor should be excluded from transfusion, no serious threat neither for pt nor user or device may arise due to a carry-over event. In accordance to the results obtained at the customer site, testing at bmd confirmed a carry-over event from one well into the following one occurring during sequential pipetting of different blood plasma caused by the high titre of antibody present in the original sample. Each pipetting step of individual samples is followed by a rinsing step of the corresponding needle resulting in a dilution of biological residues by approx. 1:1000. In general this dilution factor is sufficient to prevent a detectable transfer of material into the following specimen.